Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged battery-not charging issue was verified, but the battery - burning/melting, hw: ac power charger-burning/melting, w: usb cable-burning/melting issues could not be verified. The information will be used for tracking and trending purposes.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump and tandem-provided charging supplies began burning or melting. Reportedly, the pump was charging during the event. Additionally, the pump battery could not be charged. There was no reported adverse effect to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.